Event description:
Patient parent reported unknown side on behalf of patient capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, b6, d1, d4, d6a, e1, g2, h4, h6.

Event description:
Patient´s representative reported "capsular contracture baker grade unknown". Healthcare professional later reported "rupture". This record will represent the left side. Device remains implanted. Device return unknown.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.